Manufacturer narrative:
Device label codes: 1701, 1738. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the patient on 9/23/96. On 9/24/96 after iab for 24 hours, the "rapid gas loss" alarm sounded from the pump and blood was noted in the tubing. The iab was removed and another was inserted into the patient. Multiple event to initial complaint number 96-00156. Event complications: unk - reported 9/26/96 and 10/18/96. Patient's current status: stable rpt'd 10/18/96.